Event description:
Patient was revised to address loosening/subsidence of talar component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the talar component subsided into talus and required revision. It is unknown why the component subsided. Review of the as400 system show that other devices from lot wh8fs1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.